Event description:
The surgeon failed to adjust the valve. Because of the patient's symptoms, the surgeon wanted to adjust the valve with high pressures, but the result was not the one expected. The valve was explanted.

Manufacturer narrative:
After 3 relaunches, the distributors sent us the report of this event. We are still waiting for the return of the valve for evaluation in sophysa.

Event description:
We received a clarification regarding the incident, indeed. The user indicates us that the patient was implanted an adjustable valve (170-200mmhg) for post hemorragic hydrocephalus. The pressure was set up the maximmum 170-200mmh20. After the operation, hyper drainage syndrome was noted with severe depression in the area of the skull defect headache. So the user decided to change the valve to get 300mmh2o. So the 1st valve has been explanted.